Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) inspected the unit and recommended necessary maintenance but refused to disclose relevant information. The unit was not reported to be repaired as the customer had decided to not perform the paid maintenance. This record will be rejected pending a request for more relevant information regarding the specifics of what was being repaired. And what safety/functional tests were performed on the unit. Update: there was no update regarding the repairs made. The record will be opened if updates are made available.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by user that the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate during use. After restarting, the device worked normally and the device has been temporarily suspended. No harm was reported.